Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in for a routine check and it was observed that there were three or four instances of t-wave oversensing (twos) post ventricular pace on the right ventricular (rv) lead during the fifteen minutes the patient was monitored in the clinic. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.